Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, a revision procedure was performed. During the procedure, signs of infection (redness and swelling) were observed. As a result, a swab culture was taken and oral antibiotics were provided. No additional adverse patient effects were reported.